Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) during the load process. Customer's blood glucose level was impacted 291 mg/dl. The customer took a manual injection to stabilize blood glucose level. It was indicated that the customer had manual injections available for alternate insulin therapy.